Event description:
It was reported that during a follow-up the device was found in a hardware reset mode. The device was explanted.

Manufacturer narrative:
Evaluation summary: the field experience of hardware reset was verified in the laboratory. The reset was due to a por (power-on-reset). The device's battery voltage was unexpectedly low when measured in the laboratory. The root cause of the reset is due to latch-up of the static random access memory (srma) chip. The latch-up is caused by background levels of atmospheric ionizing cosmic radiation.